Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient complained of burning in battery pocket while charging. The patient went to the office complaining of burning in the battery pocket when recharging for over an hour and 30 minutes. The patient reported that they felt a burning feeling at the pocket site. The patient reported that they could not charge for more than 45 minutes because the pocket got too hot. The patient could not stand it. The patient reported never seeing a temperature icon on the implantable neurostimulator recharger (insr). This had been occurring since 2-3 days after the patient was implanted. The patient reported that he felt the burning when he was not charging. The patient had never tried turning stimulation off before. Stimulation was turned off while on the call and the burning stopped. When the device was turned back on the burning came back and then disappeared again. The burning did that sometime. The event was not related to positional movement. The patient was normally in a sitting or lying position while recharging. The burning did get worse when recharging. The patient tired charging with bare skin or over a t-shirt but got the same results. The patient's healthcare professional (hcp) injected tordal into the pocket site and hit the ins while doing so. The patient felt this created a puncture in the ins which may be why the burning was occurring. It was noted that there was a possible medical issue or reaction to the tordol or possibly positioning of the ins itself in the pocket site. The pocket site did not feel hot to the touch and the ins felt flat and secure in the pocket site. An impedance check was performed was performed at 5.9 volts and resulted in 786 -899 ohms. The patient was reprogrammed to see if the burning would stop. The outcome was ongoing. No diagnostic methods were performed. The event was possibly related to the device or therapy and possibly related to the implant. Later it was reported that the patient continued to complain of a burning sensation at the pocket "size." An appointment to adjust the programming to a less energy-consuming model was scheduled. The healthcare professional (hcp) hoped that with less recharging the patient's burning sensation will subside. Relevant medical history included: spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to the recharger.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the recharger was broken. A new recharger was sent to the patient. Interventions included reprogramming and replacing the recharger.